Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged trunk cable connector) has been confirmed. Upon investigation the electrode belt was unable to communicate with a test monitor and the trunk cable connector was cracked. The cause for the failure was isolated to open trunk cable connector pins 9 and 10. The root cause for the damage trunk cable connector and open pins was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damage trunk cable connector.